Event description:
It was reported to the manufacturer that the vns pt's device has been explanted due to an unk reason. It was indicated that the pt's physician suspected an issue with the device. It is unk if a replacement unit has been implanted. Good faith attempts to obtain details regarding the reported event have been unsuccessful to date.